Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement was successful using the proglide device in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 5fr and during the interventional procedure the sheath was upsized to an 18fr sheath. Reportedly, all steps were followed correctly and the proglide was deployed in the normal fashion. The device was unable to be removed from the patient following suture deployment. There was a reported great feeling of resistance. The device was eventually pulled free and it was noticed that there was a piece of tissue caught in the foot of the device. Manual arterial compression and a patch was applied for 4 hours post procedure to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A clinically significant delay of 4 hours was reported as prolonged compression was performed to control the bleeding at the puncture site. No additional information was provided.